Event description:
User experienced a leak coming from the analyzer onto the floor and into the walkway. No pt samples were affected and no one was harmed. The customer refused field service dispatch, stating they changed the water bottle to resolve the issue and experienced no further leaks.